Event description:
It has been reported to philips that during a clinical procedure the live monitor began smoking and went black. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that monitor issue. Fse replaced the monitor. After replaced the monitor the system was returned to use in good working order. The codes were updated based on the investigation outcome.